Event description:
It was observed that during the device evaluation, the camera head exhibited cable and charge coupled device flooding. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cable flooding and ccd flooding the root cause was component failure. Based on the results of the investigation, it is likely the following led to the malfunction: flooding from misalignment area of the cable stress boot a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.